Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The ti maxtrixmandible mini plate tension band (p/n 04.503.750 lot h789639) was returned and received. The plate was returned into two pieces and a visual inspection was performed. The plate was broken in half at the hole left adjacent to the part/lot etch. Additionally, the two holes right adjacent to the part/lot etch were observed to be deformed due to the bending of the plate. No other issues were identified with the returned components of the device. Dimensional inspection of the holes were unable to be performed due to post-manufacturing damage. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h789639 of matrixmandible mini pl-tension band brd/2x2h/malleable/1.0mm was processed through the normal manufacturing and inspection operations with no nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot h685326 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h654499 met all specifications with no issues documented that would contribute to this complaint condition. The complaint is confirmed for the received ti maxtrixmandible mini plate tension band (p/n 04.503.750 lot h789639) as visual inspection showed that the plate was broken in half at the hole left adjacent to the part/lot etch. Additionally, the two holes right adjacent to the part/lot etch were observed to be deformed due to the bending of the plate. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot . Part number: 04.503.750. Lot number: h789639. Part manufacturing date: 04-jan-2019. Manufacturing site: elmira. Part expiration date: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h789639 of matrixmandible mini pl-tension band brd/2x2h/malleable/1.0mm was processed through the normal manufacturing and inspection operations with no nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot h685326 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h654499 met all specifications with no issues documented that would contribute to this complaint condition. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent a complex orthognathic surgery. During the surgery, the surgeon did an osteotomy of the chin and put a matrixmandible mini plate and placed one (1) unknown screw into the plate but the plate sat off the bone. However, the surgeon wanted to bend the plate in situ with the used of an unknown three-prong bender, but the plate broke off into half where it was anchored by the screw. The surgeon felt that he placed too much force on the plate that had already bent. The fragments were removed easily without additional intervention. A new plate of the same type was implanted. The procedure was successfully completed with no surgical delay and no adverse consequences to the patient reported. Concomitant devices reported: screw (part/lot unknown, quantity 1); plate bender (p part/lot unknown, quantity 1). This report is for a matrixmandible mini plate. This is report 1 of 1 for (B)(4).